Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / manifold, other/defective

Event description:
Dealer is stating that the unit is shutting down, no alarm.

Event description:
Dealer is stating that the unit is shutting down, no alarm.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.